Event description:
Pt was in the shower chair when the piece of pvc tubing holding the toilet seat in place broke, causing the pt to slide forward and down scratching his buttocks and upper back. Further injury was prevented by care givers catching the pt before he could fall all the way to the floor.